Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium, co2, and sodium results and a falsely depressed calcium result generated on an alinity c processing module for multiple patients. The following results were provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting/alignment procedures, and replaced the high concentration waste peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant results was not identified, therefore, the alinity instrument (ac02816), list number 03r67-01 alinity c processing module, was considered the likely cause. A review of the instrument¿s service history did not identify any additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A search for similar complaints did not identify a trend related to the complaint issue. A review of the product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue associated with this ticket. A review of historical data did not identify any non-conformances related to the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity c processing module, ac02816, was identified.corrected information in g1: contact office first name, contact office last name, contact office address 1, contact office address 2, contact office city, contact office country, contact office postal code, contact office phone number, contact office fax number, contact office e-mail.